Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2222 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported breakage of the PICC close to the butterfly, due to the pediatric patient's usual movement. Catheter was properly fixed. No other information was provided.